Event description:
It was reported that, "tip broken."

Manufacturer narrative:
Rep complaint ID per (B)(4). As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6)2006 and (B)(6)2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B)(4). There are 2 reportable events associated with this event type (malfunction) and product code (B)(4).